Manufacturer narrative:
Upon further review, bd has determined that this MDR event is not reportable. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was alarming 113 (reduced water temperature control). The arctic sun device serviced, and water temperature would not cool, and temperature was not dropping after 30 minutes. Per follow up information received on 30-may-2022, the alarm 113 (reduced water temperature control) means that actual temperature did not match the expected temperature for the system. This alarm could mean many different things and not one problem specifically. There was no patient involvement. Per sample evaluation results received on 10-jan-2023, the root cause of the reported issue was a failed mixing pump. It was reported that arctic sun device could not fill due to failed circulation pump. It was stated that the level sensor was cracked along the top plastic molding. It was stated also that the fill tube was damaged. It was noted that device failed the electrical safety test. The power cord was found to have high resistance. It was also noted that the circulation pump, level sensor, fill tube and power cord were replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was alarming 113 (reduced water temperature control). The arctic sun device serviced, and water temperature would not cool, and temperature was not dropping after 30 minutes. Per follow up information received on 30-may-2022, the alarm 113 (reduced water temperature control) means that actual temperature did not match the expected temperature for the system. This alarm could mean many different things and not one problem specifically. There was no patient involvement. Per sample evaluation results received on 10-jan-2023, the root cause of the reported issue was a failed mixing pump. It was reported that arctic sun device could not fill due to failed circulation pump. It was stated that the level sensor was cracked along the top plastic molding. It was stated also that the fill tube was damaged. It was noted that device failed the electrical safety test. The power cord was found to have high resistance. It was also noted that the circulation pump, level sensor, fill tube and power cord were replaced.